Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The returned strips were visually degraded and gave only e2 errors when blood and control tests were run. In-house strips were also tested and gave satisfactory results.

Event description:
(B)(6) customer received a box of contour test strips that had an open bottle in it. No adverse event was alleged. The test strips were to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were given to the customer.